Manufacturer narrative:
(B)(4). The lot was manufactured between january 14, 2014 and january 15, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a ruptured reservoir. Microscopic examination of the reservoir identified a marking on its interior surface, near the rupture line. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the reservoir of a large volume intermate device ruptured. This occurred at the end of the infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.